Event description:
The pt was being fed using a pump. One liter of an enteral feeding solution was hung, and the pump was set to deliver 100ml/hr. 800+ ml were delivered over 4 hours. The pump indicated 350 ml had been delivered. The pt aspirated, and developed a white phlegm as well as "hard breathing". Physician ordered an antibiotic and the pump was changed. Pt is improving. One pt involved.